Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was not closing during surgery. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73f1700191 was manufactured on 06/12/2014 a total of (B)(4) pieces. Lot was released on 06/14/2017. DHR investigation did not show issues related to complaint. The customer returned four cartridges from unit 544240 hemolok l clips 6/cart 84/box for investigation. The four cartridges were returned with three loose clips and two lid stocks. The cartridges and clips were visually examined with and without magnification. Visual examination revealed that the cartridges appear used as there is biological material present on the cartridges. All four cartridges were returned with no clips remaining. The three loose clips were all returned properly closed. Therefore, there is nothing to test for proper closure. No defects or anomalies were observed with the returned clips. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper other remarks: maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips not closing" was not confirmed based upon the sample received. The customer returned 4 empty cartridges, 3 loose clips, and 2 lid stocks. All of the loose clips were returned properly closed with no defects observed. Since no clips were returned other than the three closed ones, a functional inspection was not performed. No functional issues were found with the returned samples and the applier was not returned. Therefore, the reported issue could not be confirmed.

Event description:
It was reported that the clip was not closing during surgery. The patient's condition is unknown at this time.